Manufacturer narrative:
During testing, it was noted that the distal pressure sensor calibration had drifted out of tolerance. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a customer contact report that the device failed the distal occlusion test. This does not indicate a reportable malfunction. However, during verification testing at the service center, the distal pressure sensor calibration had drifted out of tolerance.